Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - investigation of the returned skull clamp shows a lot of movement in the locking mechanism, the starburst teeth and threads are damaged, and the skull clamp base need to be replaced. Additionally, the locking mechanism need to get overhauled, and the skull clamp base will be marked with the individual item number. To resolve the issue, the skull clamp base has been replaced and marked, and the internal parts were replaced to adjust the unit according to manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test and it meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The clamp was received with a lot of movement in the locking mechanism, the starburst teeth and threads were damaged, and the locking mechanism needed overhaul. The probable root cause is routine wear and rough handling of the unit. Additionally, improper or suboptimal placement of the skull clamp can contribute to slippage/movement of the patient¿s head. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that after the torque screw of the mayfield modified skull clamp (a1059) was tightened on the patient, and the compression was suddenly released, resulting in the patient's head being freed from its support (due to either improper tightening of a component on the headrest or a handling error). There was surgical delay of 30 minutes or more. Additionally, the initial biomedical assessment revealed that there was no defect observed in the rack mechanism or the support points. Additional information was received from customer as follows: ¿ could you please indicate if the patient suffered any injuries as a result of this incident? Answer: based on the information gathered, he received 3 stitches on his left brow bone and 2 staples on his left temple (related to the needle). ¿ how were they able to complete the surgery? (Use of another product? Or another method?) Answer: replacement of the cranial clamp for safety reasons